Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the ins recharger (insr) was not charging and that the patient's ins had depleted. The desktop charger (dtc) was looked at by the friend/family member of patient and had a bent connector pin, a piece of the connector was reported to have fell out. A replacement dtc was sent. After receiving the replacement desktop charger (dtc) it was reported that the ins recharger (insr) was still not charging, and a replacement insr was sent. No additional patient symptoms or additional device complications were reported with this event.